Event description:
(B)(4).

Manufacturer narrative:
The device was investigated by a local maquet service technician. A damaged rfc control board was found and replaced. A supplemental medwatch will be submitted if additional information becomes available. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question was sent back for investigation. But the investigation is still pending. A supplemental-medwatch will be submitted when additional info becomes available.